Event description:
It was reported that the charging indicator was not lit and there was "battery leakage" (presumably electrical leakage / failure to charge the battery since no fault was found with the battery itself). There was reportedly no patient involvement.